Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no urine flow out of the catheter. After a while, the urine leaked between the catheter and the urethral opening, a large quantity of urine was expelled after the catheter was replaced. Per additional information from ibc via email (B)(6) 2018; the term "a while" refers to several hours, and the large quantity of urine was not accurately measured so the amount could not be determined. No medical intervention was needed.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Precautions for use (1) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. (2) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Event description:
It was reported that there was no urine flow out of the catheter. After a while, the urine leaked between the catheter and the urethral opening, a large quantity of urine was expelled after the catheter was replaced. Per additional information from ibc via email 27dec2018; the term "a while" refers to several hours, and the large quantity of urine was not accurately measured so the amount could not be determined. No medical intervention was needed.